Event description:
It was reported that there were inaccurate values that displayed during patient use with a hemosphere monitor. The blood pressure reading on the hemosphere was displaying as 99/38 and the philips bedside unit was displaying as 109/42. The displayed numbers were different throughout the case. The procedure was an embolization case. There was no inappropriate patient treatment administered. There was no patient injury.

Manufacturer narrative:
The unit has been requested to be returned for product evaluation; however, it has not arrived. Once it arrives and the evaluation has been completed the findings will be sent in a supplemental submission. The device history record review was completed and all manufacturing inspections passed with no non conformances. Additional product codes, dqk, qaq, mud, dxn, dsb, qms, fll.

Manufacturer narrative:
The product was requested to be returned for evaluation, but did not arrive. A product evaluation could not be completed. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.